Event description:
It was reported by the customer's doctor that the customer has passed away. The customer was found dead in his bed. The cause of death is not yet known; it is under investigation. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. Attempts were made to contact the next of kin at the phone number listed in the decedent's file, but the only number that is on file is no longer in service. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.